Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level with blood glucose of over 500 mg/dl. The customer's blood glucose was 550 mg/dl at the time of incident and current is 375 mg/dl. The customer treated high blood glucose with syringe. It was also reported that the high pressure test was performed and it was failed two times by device. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0866 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.